Event description:
Healthcare professional reported a clinical patient was injected in the chin with juvéderm® volux¿. Approximately 14 months later, patient developed redness, swelling and pain in the chin, which was diagnosed as chin soft tissue infection. Patient was treated with cefixime, paracetamol, lanqin oral liquid, and jinhua qinggan granule. Symptoms resolved three days after date of onset.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.